Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that type 3b endoleak, aneurysm enlargement and additional endovascular procedure are unconfirmed. This is not consistent with the reported adverse event/incident. The clinical assessment determined that there was evidence to reasonably suggest a type 2 (non-device related) endoleak of the lumbar arteries occurred that was not included in the event as reported. The type 2 endoleak was discovered during review of undated computed tomography (CT) movie. The type 2 endoleak of the lumbar arteries is anatomy related. The imaging provided in movie format suggested a possible type 1a endoleak; however, confirmation could not be made as a complete CT scan was not available for analysis. Device, user, procedure or anatomy relatedness of complaint could not be determined. Procedure related harms could not be determined. The patient was discharged post secondary procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: awareness date has been updated, h6: investigation type codes: remove code 4118, h6: investigation finding codes: remove code 3233, h6: investigation conclusion codes: remove code 11.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records are not available. Imaging studies have been received for further evaluation by the clinical specialist. A follow-up report will be submitted upon completion of clinical analyses.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). It was noted that prior to the alto stent graft implant the inferior mesenteric artery (ima) and the left internal iliac artery (iia) were embolized. It was also noted that the alto main body was deployed approximately 5mm below the renal artery. There was no endoleak and the procedure was completed. Approximately one (1) year post initial procedure during follow up aneurysm enlargement was confirmed. An angiogram was performed on (B)(6) 2025 and showed a suspected type 3b endoleak from the posterior side of the alto main body. The physician elected to implant a 28.5 mm gore (non-endologix) cuff and two 20 mm gore (non-endologix) iliac legs within the alto main body and the procedure was completed. This intervention was performed to manage the suspected type 3b endoleak. The physician believes the 3b endoleak is on the back side, immediately above the left leg of the alto main body. The endoleak disappeared after the re-intervention procedure and the patient has been discharged.